Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 31 mg/dl at the time of the incident. The customer got the low after sensor failure. The customer stated they usually go low at night and the sensor normally warns the customer. The customer was at 206 mg/dl at the time of the call. The customer was given intravenous glucose and glucose tablets to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was completed and no issues were found. The insulin pump will not be returned for analysis.